Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in two inappropriate shocks to be delivered to the patient. The patient was noted to have been sleeping and eating breakfast, respectfully, at the time of the delivered therapy. The patient was subsequently hospitalized for further evaluation. The device was checked with significant noise able to be reproduced in primary and alternate vectors via isometric testing. An automatic setup was performed with the secondary vector selected. The device was reprogrammed from the primary to the secondary vector to mitigate further noise and potential inappropriate therapy. Device data was then sent to the rhythmcare team for further evaluation. Rhythmcare determined the reported observations were consistent with a sense b node issue. Rhythmcare then provided further programming and troubleshooting options. This device remains in service. No additional adverse patient effects were reported.